Event description:
On (B)(6) 2011 customer reported that they received one cartridge of total bilirubin (tbil) with no cap on compartment b. No exposure or injuries were reported. Since it is unknown that upon recur if serious injury could occur from exposure, it was decided that an MDR should be filed.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).